Manufacturer narrative:
The device was returned and no abnormalities were observed during evaluation. We believe the root cause of the reported hemolysis was due to improper positioning.

Manufacturer narrative:
The impella cp optical was received and an investigation is underway. A supplemental MDR will be filed at the completion of our analysis.

Event description:
The complainant reported a (B)(6) year old male patient suspected of enduring hemolysis during use of the device. Multiple repositioning attempts were made, however, the device was ultimately removed and replaced.